Event description:
The customer reported a trifuse leaking at the filter during tpn and lipid infusion. There is no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.